Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Noise, low impedance, and high capture thresholds were reported on both leads. Right ventricular lead noise caused oversensing and inappropriate high voltage therapy as a result. Lead replacement was scheduled. The patient was stable.

Event description:
New information received notes that during normal device change-out due to eri, the ra and rv leads were explanted. The system was replaced by a competitor. The patient was stable. Corrected information: a couple of days after observing the noise on the rv lead and delivering an inappropriate high voltage (hv) therapy, the patient received another inappropriate hv therapy on (B)(6) 2019.